Manufacturer narrative:
Patient identifier now provided.

Manufacturer narrative:
On 07/20/2016 a medtronic representative performed an imaging system check-out, all areas passed. The switch alignment was corrected and now the door has closed properly for approximately 30 consecutive attempts. System is fully functional. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a multiple level spine fusion procedure, the site's imaging system gantry door would appear to be fully closed, however, the pendant was showing it as open. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to abandon the use of the imaging system and the navigation system to continue the procedure to completion. Delay in therapy was 20 minutes. There was no impact on patient outcome.